Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported all parts of a spine kit that need to be tightened or locked need to be lubricated. This was noted during an anterior lumbar interbody fusion (alif) case on (B)(6) 2020 where there were device interaction issues. Additionally, 2 blue clamps have been tagged because they were not gripping to the o-ring properly. Concomitant device reported: unknown o-ring (part # unknown, lot # unknown, quantity unknown). This is report 1 of 10 for (B)(4). This complaint is linked to (B)(4).